Event description:
It was reported the non-dependent patient presented to clinic after receiving a patient notifier for high, out of range, pacing lead impedance. Pacing caused pain and pocket stimulation. The next day, the impedance was within normal range. During pocket revision, an insulation anomaly in the area of a bend was observed on the lead. Medical adhesive was applied and the lead remains implanted. Dft testing was successful and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.